Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening sterile femur, surge realized the femur was stuck to the styrofoam as he tried to remove it from packaging. Once the femur loosened and removed, some of the styrofoam stuck to the femur. The surgeon did not feel comfortable using the femur, I immediately opened a new femur. The femur was placed in a biohazard bag, as it was bloody. This did not delay the surgery, as there were additional femoral implants. No one was injured.